Manufacturer narrative:
Model number/catalog number: 72400024 serial number: n/a batch/lot number: 0159419016 model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 0156756002 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, the conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) was operating properly but the cuff was not fully coapting. A surgical procedure was performed during which the device was explanted. There were no patient complications reported.